Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The guide wire, one-way valve, pressure tubing, and extender tubing were also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. The guide wire was able to be removed from the iab inner lumen without difficulty. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was smoothly inserted along the guidewire, however, the guidewire could not be removed. The iab was removed along with the guidewire and a new iab was inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital . Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).